Event description:
The health care professional (hcp) called to report two dialysers that a had blood leak during patient dialysis. A blood leak alarm was also going off. These were detacted within 30min. The center uses fresinious 2000 h machines. The renatron machine with renalin is used for reuse. There was some blood lost but pts were able to continue dialysis. Samples are not available for evaluation.